Event description:
It was reported that the patient's pump was replaced in (B)(6) 2012. An 8578 had been used to reconnect the catheter to the pump. Since the replacement in (B)(6), the patient had no effect of lioresal. It was believed to be a catheter occlusion. A surgical revision was performed and the pump was replaced to avoid further surgery. The patient was hospitalized. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8578, lot# 0206213247, explanted: (B)(6) 2012, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly. Final analysis of the catheter revealed an indent in seal at suture less connector and occlusion related to the complaint.